Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the mega suture cut needle driver instrument was not rotating well at the wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a derailed pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The derailed pitch cable caused the loose pitch cable at the distal end which caused the instrument to fail the imprecise motion during testing. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The jaws failed to move properly as a result of the derailed pitch cable at the proximal end. The complaint was confirmed by failure analysis.